Event description:
This pt is cycling tpn 2 liters with fats intravenously over 12 hours daily via ambulatory infusion pump through a port-a-cath in the home. The port-a-cath is accessed with a 20g, 1" huber needle with winged extension set 8" with y-site manufactured by medical product specialists. On two separate occasions the extension tubing on the apparatus broke away at the y-site causing blood to back up in the tubing and leak from the open system. On the first occasion the nurse deaccessed the site and reaccessed with a new huber (same product) and the same problem occurred again on the second occasion. So far, no adverse effect to the pt has been reported, specifically no vascular access device complications or infection.